Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosisadditional text: high powers: 12-27; pain & burning over area of device; device sent back for inspection.specific component(s) involved: pump drive unit malfunctionadditional text: thrombosisother component:causative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type: